Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged hose. It was reported that the device was used in surgery, but without any patient or user injury. It is unknown if medical intervention or delay in the procedure occurred. No additional information is available.